Manufacturer narrative:
(B)(4). Device is not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery using a buddy wire technique. A 3.5 x 23 mm xience xpedition stent delivery system could not advance through an unspecified guiding catheter as it became stuck with it. Therefore, when attempting to remove the stent delivery system, the stent dislodged from the balloon and remained loose inside the guiding catheter. The device was then removed from the anatomy as a single unit, and another unspecified xience xpedition stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.